Manufacturer narrative:
Analysis of the catheter revealed catheter body damage occurred to catheter body and-or guidewire during implant procedure. (B)(4).

Manufacturer narrative:
Product ID 8781, serial# (B)(4); product type catheter. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the stylet was poking out a hole near the tip of the catheter and would not advance. The catheter was never implanted and another catheter was used. There were no patient symptoms or complications associated with this event. The device system was used to deliver baclofen. It was later reported that the stylet poking out of the hole near the catheter tip was not observed prior to opening the package. It was observed under fluoroscopy while being inserted and confirmed when it was withdrawn from the spine. The cause of the event was unknown. The procedure was completed successfully and the patient was receiving effective therapy at the time of this report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.